Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the green telemetry light never goes to solid, and no lights light up on the activator. The patient replaced the batteries, but it still did not work. No patient complications were reported as a result of this event.